Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow keypad button was hard to press. The patient reported that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow keypad button was intermittently unresponsive and the up arrow, contrast and ok keypad buttons responded appropriately. Evaluation revealed that there was contamination under the down key contact.